Event description:
The valve was implanted on (B)(6) 2009. The pt suffered from the slit ventricle syndrome. The surgeon found that the valve setting could not be changed on (B)(6) 2011, and the explantation of the valve was necessary. He would like to know why he could not change the pressure setting.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(6) 2011. Results of analysis will be developed in a f/u report.